Event description:
It was reported that noise was observed on the right atrial lead. There were no adverse health consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received notes oversensing noise on the atrial lead. The patient condition was stable.